Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed with two findings. For material 002200-014040 and lot 71c20h0946, a non-conformance was initiated for smaller inner diameter of tubes. For material n5-04300-005a and lot 71p20l1281, a non-conformance was initiated for needle bent. However, these are not relevant to this complaint issue as the report describes an issue with the guidewire. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "intensivist medical report: problems with the guidewire. New puncture kit required." No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "intensivist medical report: problems with the guidewire. New puncture kit required." No additional information was available at the time of this report.